Event description:
During use of the harmonic handpiece would not work correctly. The cord and the handpiece were not seating together correctly. Doctor looked at the cord and handpiece and could not correct so a new handpiece was opened and used.